Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. This issue is affecting variety of cns's located on their 4th and 5th floors. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying signal loss for multiple transmitters. This issue was affecting a variety of cns's located on the 4th and 5th floors. No patient harm or injury was reported. Investigation summary: complaint history review of (B)(4) serial number (B)(6) and the customer account reveal no additional complaints relating to signal loss. No additional information was provided by the customer. A root cause cannot be determined. As there were no further issues reported, the issue was likely be resolved. It is unlikely that the signal loss occurred as a result of an nk device malfunction. Possible root causes would be related to the telemetry system set up or environmental factors as the customer reported not checking the orgs nor their antenna system.

Event description:
The customer reported that the central nurse's station (cns) was displaying signal loss for multiple transmitters.